Manufacturer narrative:
D4: product information not provided. H3: no device was received. Device evaluation: no samples, no photographs, nor information about the product were provided, therefore it was not possible to conduct any investigation. On the basis of the information provided by the customer and with no product available for evaluation, we cannot confirm whether a quality related issue has resulted in the customer reported problem. The information currently available is not sufficient to confirm whether the issue experienced by the customer was related to a product issue. No action will be implemented at this time, but if the product or further relevant information will become available, we will reopen the investigation. Complaints data will continue to be monitored.

Event description:
It was reported that there was an increase in adverse events in terms of peripheral venous line with the use of jelco. The patient was admitted at critical patient unit, and was diagnosed with hypokalemia. Medical indication was to administer saline solution 250cc + kcl 2gr to pass in 6 hours. Nurse prepared and administered as instructed. Patient entered critical patient unit passing a load of kcl through peripheral venous line number 20 on the back of his left hand, the patient reported that it has been hurting since when he was in the emergency and they administered local cold to his hand. When checking peripheral venous line it was found to be extravasated. It should be noted that this patient has had multiple hospitalizations this year, with difficult venous access; in previous hospitalizations he had multiple punctures. No permanent injuries were documented and the patient presented signs of phlebitis and thrombophlebitis (redness, pain and discomfort), classified as temporary damage.